Manufacturer narrative:
The actual device was evaluated and the complaint was not confirmed. The centrifugal pump inlet port was measured and found to be within spec. Pull tests were conducted and the tubing detached within specs; therefore, it was determined that customer technique likely caused the event. The device labeling addresses the proper technique for attaching tubing to the centrifugal pump (IFU, installation, 4). If the line is not banded properly, or not attached in the correct manner, it could cause the tubing to detach from the pump. A review of the complaint files did not confirm that there have been previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the tubing slipped off of the centrifugal pump inlet port on two occasions; once overnight, and again one hour after the user facility re-attached the tubing. There was no pt involvement. There was no delay to the surgery and the surgery was completed successfully. The product was not changed out.